Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2016 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving intrathecal bupivacaine 20.0 mg/ml at 9.151 mg/day. The indications for use were non-malignant pain and other non-malignant pain. On (B)(6) 2016, the patient reported experiencing pain recurrence/loss of pain relief. Evaluation in the pain clinic revealed dislodgement/migration of the implanted intrathecal catheter from its original location at c1 down to c3-4. It was also reported that a catheter access port (cap) contrast study done on (B)(6) 2016 revealed migration of the catheter tip from c1 to c2-c3. On (B)(6) 2016, the pump and catheter were explanted, replaced, and disposed of according to biohazard instructions. The event resolved without sequelae on (B)(6) 2016. It was noted that the event resulted in an unscheduled clinic or office visit. It was also noted that the event was related to the device or therapy (intrathecal/spinal portion of the catheter) and unrelated to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.